Event description:
Difficult deflation was encountered with two balloons during post dilatation of a stent in a saphenous vein bypass graft in the coronary artery. Both balloons were removed through the introducer sheath without incident. A third balloon was used to successfully dilate the stent without pt complications. The devices were returned, evaluated and retained by this MFR. The engineering eval indicated the first unit had a kink at the strain relief and 66cm from the distal tip with a kink under the balloon 1mm distal to the proximal radiopaque marker. Eval of the second unit indicated the shaft was flattened under the balloon between the two radiopaque markers as well as from 3.8 to 9.5 cm from the distal tip. A kink was located under the balloon 2mm proximal to the proximal radiopaque marker. Performance testing of both balloons could not confirm a deflation issue. Both balloons were inflated and deflated without incident. These devices were used in a non-indicated procedure, coronary artery and stent dilatation, which co believes may have contributed to this event. Co's directions for use state: "co symmetry ans symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."